Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 327mm from the terminal pin, in the area distal to the sensing electrode. The insulation in this area also exhibited fracture damage through to the sensing cable and high voltage cable. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site.

Event description:
It was reported that this patient had previously received a single isolated inappropriate shock. The episode was examined and it was determined to be due to double and triple counting. An additional episode determined that this patient had high shock impedance that eventually became out of range. System evaluation was performed and imaging determined that this electrode had fractures. Subsequently, the electrode was explanted and replaced. No additional adverse events were reported.

Event description:
It was reported that this patient had previously received a single isolated inappropriate shock. The episode was examined and it was determined to be due to double and triple counting. An additional episode determined that this patient had high shock impedance that eventually became out of range. System evaluation was performed and imaging determined that this electrode had fractures. Subsequently, the electrode was explanted and replaced. No additional adverse events were reported.